Event description:
It was reported that after an operation for an unknown reason, interrogation of the device revealed that it was in back-up mode. Dashes were noted for parameters. The measured battery data was 2.67 v, 19 ua, 2 kohms. A micro- processor reset restored the device. Measured data then read 2.68 v, 21 ua, 1 kohms with an estimated remaining longevity of 12 months. In unipolar, the measured data was 2.34 v, 17 ua, 2 kohms. Lead impedances varied.